Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion issue event on (B)(6) 2026. The blockage is located at the site. The blood glucose level was 337 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.